Event description:
Information received indicates the bed has not functions working.

Manufacturer narrative:
The facility found the power cord was disconnected at the power control module. The facility reconnected the power cord to repair the bed.